Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. The received customer allegation regarded a non-reportable issue. On (B)(6) 2022 service technician arrived on site and noticed that a seal was missing from the light head. There was no injury reported, however we decided to report the issue in abundance of caution as seal falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled ii. The received customer allegation regarded a non-reportable issue. On 2nd march, 2022 service technician arrived on site and noticed that a seal was missing from the light head. There was no injury reported, however, we decided to report the issue in abundance of caution as seal falling off into sterile field or during procedure may cause contamination. According to the information provided by the service unit, the device has been repaired by installation of a new seal. It was established that when the event occurred, the surgical light did not meet its specification due to missing seal, which contributed to the event. It is unknown if upon the event occurrence the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio is low. As stated by subject matter expert at manufacturer, it was impossible to determine exact root cause of the issue due to limited information provided in regards to this case. To prevent any incident the powerled ii instruction for use (pwd ii IFU 01811 rev. 09, page 10) mentions that ¿the product must not be modified in any way without the prior written consent of getinge¿. Also, to prevent any incident the powerled ii instruction for use (pwdii IFU 01811 rev. 09, pages 43-47) mentions in the chapter ¿daily inspections before use¿ to check that the headlight gaskets are in the proper position and in good condition. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date 08/22/2019. Corrected h4 device manufacture date 10/02/2019.